Event description:
It was reported that early on the morning of (B)(6) 2014 the patient laid on their left side and their stimulation turned on though their left lying position is set to 0v. The patient had to turn off the stimulator to resolve the issue. The implantable neurostimulator (ins) stuck out a little bit on the right side but was not overly tilted. All positions were checked with the clinician programmer and all were correct. Starting about a month prior to the report, whenever the patient would walk their amplitude would ¿shut off¿. The patient¿s upright amplitude was 6.0v and their upright mobile amplitude was approximately 4v. The patient had never checked their ins when these issues happened so it was unclear of the ins was actually turning off or if the amplitude was decreasing. It was further reported that impedance testing was done. There were no malfunctions seen. It was believed that the patient rolled onto their back while sleeping and that is why the device turned on. The patient had to increase stimulation in their upright and mobile mode. The upright and mobile settings were reprogrammed to increase. They also checked the position while the patient was lying on their side. The patient was receiving effective therapy at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).